Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. Customer¿s blood glucose level was 400 mg/dl. The customer also reported that the insulin pump had a no delivery alarm. Customer states that the insulin did not exit with plunger push. The insulin pump will be returned for analysis.